Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that shaft break occurred. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilation but failed to cross the lesion after repeated attempts and the proximal shaft separated outside the patient. The procedure was completed with a different device. There were no patient complications reported.